Manufacturer narrative:
Batch review performed on 6 november 2020. Lot 104016: (B)(4) items manufactured and released on 12-jan-2011. Expiration date: 2015-12-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event since 2016.

Event description:
The patient came in after 6 years and 9 months from the primary surgery reporting pain due to a subsided stem. The cause of the subsided stem is unknown. The surgeon revised the liner and stem and the surgery was completed successfully.